Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device and identified the graftmaster stent had moved 3mm. The reported difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster coronary stent graft system instructions for use states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. In this case, it is likely that inadvertent mishandling during protective sheath removal contributed to the reported difficult to remove and noted stent movement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending artery that was 90% stenosed. During preparation, however, the protective sheath was not able to be removed from a 3.5 x 19 mm graftmaster covered stent. Therefore, another unspecified graftmaster stent was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. Qat analysis of the returned device confirmed that the device was prepped and the protective sheath was removed from the stent. No additional information was provided.